Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an itchy irritation on his back. The patient reported that he was on blood thinners and that he was scratching easily and bleeding while wearing the device. The patient's physician stated that the patient could end use of the lifevest.